Event description:
It was reported that the regulation mechanism of the universal wire driver diameter was locked and the device was unable to be used. There was no harm or delay reported and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device is returned and the investigation is complete.